Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the hard drive was reconfigured and software was reloaded to address the error. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported there was a programmer error when attempted bootup. The service disk would not connect. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.